Event description:
It was reported that there was a recharging problem. The battery was over discharged; impedance measurements could not be performed. A physician recharge mode was performed and the patient's battery began to charge normally. Fluoroscopy revealed the implantable neurostimulator was positioned well and at a shallow depth. It was noted that the patient did not return for his follow-up appointment.